Event description:
The lay reporter contacted lifescan and alleged that the lay user's one touch ultra meter kept giving the error 4 message. The user had rec'd error 4 messages about 15-20 times on 2 vials of test strips. She was feeling dizzy, lightheaded, and had a headache. She was taken to the dr's office (doctor's meter result not provided) and the nurse gave her glucose. At the time of troubleshooting, it was verified that this was not a new product. The lay user's testing technique was correct and the condition of the test strips was also good. The error 4 message still appeared and the issue was not resolved with troubleshooting. A replacement meter, control soltuion, and test strips were sent to the layer user.